Event description:
It was reported that a study patient was admitted to the hospital for left atrial appendage (laa) thrombus in relationship to atrial fibrillation. This condition was resolved with anticoagulation therapy. This event is reported to have an onset date of (B)(6) 2014, and a resolution date of (B)(6) 2014. There is no additional information.

Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The pump was not returned as it remains implanted. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not possible since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors including this patient's known left atrial appendage thrombus puts her at greater risk for pump thrombus. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Cardiac arrhythmias and device thrombosis are noted as potential complications for this device. Device still implanted in patient.